Manufacturer narrative:
A2) patient date of birth - not provided. A3b) patient gender - not provided. A4) patient weight - not provided. A5/a6) patient ethnicity and race - not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA: 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, aneurysm formation is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26feb2024) ¿coronary aneurysm after excimer laser catheter ablation and plain balloon angioplasty for chronic total occlusion in a patient with kawasaki disease¿. The article retrospectively reviews a case of a 37-year-old man with a history of kawasaki disease who presented with total occlusion of the right coronary artery. The patient underwent percutaneous coronary intervention (pci) with excimer laser coronary angioplasty (elca) utilizing a spectranetics elca coronary laser atherectomy catheter and plain old balloon angioplasty (poba). Three months after pci, a coronary aneurysm with restenosis was detected at the pci site, and pci was performed again using a small balloon. The aneurysm healed three months after the second pci procedure. The date of procedure was not listed for these events; therefore, 26feb2024 has been used, the date of publication. Hoyano, m, ozaki, k, kubota, n, yoneyama, s, okubo, t, ikegami, r, inomata, t_2024_coronary aneurysm after excimer laser catheter ablation and plain balloon angioplasty for chronic total occlusion in a patient with kawasaki disease. Intern med 63: 2801-2806, 2024. Doi: 10.2169/internalmedicine.3210-23. This report captures the coronary aneurysm that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.